Event description:
Patient reported the meter is not calculating boluses properly and that meter data is out of chronological order. Patient stated he recently changed the batteries and the time and date became out of sync with the pump. Patient reported that some bolus amounts in his meter data showed 0 units and that the meter data did not match what was delivered to the pump. Patient alleges the meter is not communicating the proper bolus amount to the pump. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).